Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement due to twiddlers confirmed via diagnostic imaging on the right ventricular (rv) lead. The physician elected to explanted and replace the rv lead. The patient was in stable condition.